Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's leads are bugging her where she has clothing and causing pain at lead site (reference MFR. Report: 16274187-2017-0862) in addition she is not receiving effective stimulation despite reprogramming and due to other health issues is requesting to be explanted. Surgical intervention may be pending to address this issue.

Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2017 where the scs system was explanted. The system was functioning properly, however a bone spur was found upon physical assessment. The physician recommended to shave the bone spur down to prevent further pain at the lead site and relocate the lead; however the patient opted to have the entire scs system explanted.